Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The battery was replaced, central processing unit card reset, calibrated the expiratory and flow valves, and replaced the high powered display unit.

Event description:
The hospital reported the patient had difficulty inhaling and exhaling while in noninvasive mode. There was no reported patient injury.